Event description:
It was reported the front-face of battery drawer is missing. The biomed will be ordering a replacement drawer as the front-face cannot be ordered separately. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.